Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion sets adhesive events on 18-feb-2026. The patient reported infusion set patch did not stick to skin upon insertion the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.